Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 377660, lot# v003919, implanted: (B)(6) 2006, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The rep stated the ins pocket was infected. The rep had not received the ins returned from the hospital yet. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 377660, lot# v003919, implanted: (B)(6) 2006, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The health care professional (hcp) reported via the device manufacturer's representative (rep) that the patient was seen in surgeon's office approximately a week ago with some concerns of the incision. The rep was told the patient was started on oral antibiotics. The patient had an implantable neurostimulator (ins) replacement. At the post op visit the staples were removed and the hcp had concerns of the incision. The patient was given antibiotics. The ins was removed, but the hcp chose not to remove the lead at this time. Cultures were sent to the lab. The patient was inpatient and on IV antibiotics. The issue was resolved at the time of this report. The rep stated the product had to go to the pathology lab before it can be released to the rep to send to the device manufacturer. If additional information is received, a supplemental report will be submitted.